Event description:
During a diagnostic cardiac catheterization, a diagnostic (.035 in. X 260 cm -full exchange) guidewire fractured and "coiled" during coronary angiography. The fractured guidewire was retrieved and the procedure was aborted without patient harm.

Manufacturer narrative:
No further informtion appears available despite multiple attempts. The product is not available for evaluation and testing.